Event description:
In 2021 philips respironics recalled my dreamstation CPAP machine due lo the potential of a foam part within the device degrading leading to the possibility of developing cancer in some patients. In 2022, philips replaced my CPAP unit with their new dreamstation ii. On, or around, (B)(6) 2022 while doing my weekly full cleaning of the machine, I noticed a grey fiber substance in the sink after draining the cleaning solution. Thinking this substance was some residue left over from something else that may have been cleaned in the sink prior, I did not give it much though. During the next week's cleaning, this grey fiber substance was again stuck to the wall of the sink upon draining the dish soap and warm water solution. Prior to the following week's cleaning of the machine I thoroughly cleaned the sink before cleaning the CPAP machine. After draining the cleaning solution there were again grey fibers remaining in the sink. I contacted philips pcms patient interaction team via email on (B)(6) 2022 with my concerns about the discovery of these fibers and of me potentially ingesting them into my lungs. On (B)(6) 2022 philips responded to my email asking for further details about my experience with the dreamstation ii, to which I replied immediately. On (B)(6) 2022 I received a response from philips that stated they did not know what the fibers were, but stated the material that lead to the recall was not used in the new device. Their only solution to the issue provided by philips was to send me a rudimentary video on how to clean the device and if the problem persisted lo call they customer service line for tips on proper use of this device, both of which I found an unacceptable solution to this issue. I am writing to you because I am concerned that myself and other users of the new dreamstation ii may, or are, being exposed to a potentially toxic substance coming from the CPAP machine. I have stopped using the machine based on my concerns and scheduled an appointment with my sleep doctor on (B)(6) 2022 to discuss a path forward, as not complying with CPAP therapy can be detrimental to my health.